Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their reservoir had air bubbles and would they be able to use a needle to remove them. Customer does not recall any significant events leading to the error. Customer's blood glucose was 402 mg/dl at the time of incident. Troubleshooting advised customer that using a needle is not recommended and advised on cause of bubbles. Customer however, did not want to troubleshoot. No further information was given.